Event description:
A report was received that the patients ipg site was bruised and warm to the touch. It was also noted that it appears that one side of the implant is protruding from one side and it looks as if the ipg moved from the pocket area and was higher up the patients back. It was unknown if there was an actual skin breakage.